Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand and no information provided regarding any impact on the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.